Event description:
It was reported that patient experienced syncope following the initial implantation. The first pacing impedance measurement was increased, out of range, on the atrial and ventricular channel of the device. Technical support was contacted and the suspected cause of the increased measurement was due to the device recording impedance values automatically before the device was connected to the lead. The cause of the syncope was not known. No intervention has been performed. The patient is stable.

Event description:
Additional information was received that the healthcare provider does not suspect the syncope was caused by the device.